Manufacturer narrative:
We have not received the complaint device for investigation. Hence, we could not conclusively determine the root cause of the incident. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. The alleged defect was detected during pre-use check. The complaint device was not used for the procedure.

Event description:
The common carotid balloon ruptured during pre-use check. So, the user used another shunt for the procedure.